Event description:
Information rec'd indicates the bed has no head up function.

Manufacturer narrative:
The technician found the bed had no manual functions for head up either. The technician replaced the solenoid valve and the breather cap to repair the bed.